Event description:
During extracorporeal circulation, as the pt was being weaned from cardiopulmonary bypass, the arterial floow sensor displayed "backflow" and check flow" messages for no apparent reason. There was no pt injury as a consequence of this event.